Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support shipped the distributor a replacement front panel assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty front panel assembly for evaluation. As of august 20, 2015, carefusion has not received the alleged faulty front panel assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4) . The distributor reported the following: "touch screen was not working. Observed liquid patch on the ventilator touch screen. Removed all the connector & connected again, kept the ventilator on charging & then switched on ventilator still touch screen was not working. Touch screen calibration couldn't be done as the touch screen was not responding. Cross check with a new front panel, ventilator system was working satisfactorily." No patient involvement.